Manufacturer narrative:
Initial.

Event description:
It was reported that the user, on multiple daily injections while awaiting an ilet replacement, experienced persistent low glucose with dexcom g7 values in the 40s¿50s mg/dl and fingerstick values ranging from the mid-50s to low-90s mg/dl, requiring repeated oral carbohydrate treatments including fruit snacks, pudding, juice, and glucose tablets; the medical device problem and component could not be determined due to insufficient information. Symptoms included hypoglycemia. Outcomes included an unexpected medical intervention in the form of medication-equivalent treatment with oral glucose sources. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, and the medical device problem and device component could not be established due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.